Event description:
It was reported to philips that the device's paddle tray conductive adhesive was damaged. There was no reported patient involvement. Results of onsite functional testing indicated that the reported problem was confirmed, resulting in a device auto-test failure. The paddle tray was replaced to resolve the issue and the device remain in use at the customer's site. No further action is required at this time.